Manufacturer narrative:
E1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: (B)(6). E1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leakage was observed originating from the upper housing connection part of a polyflux 140h set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The product was received contaminated and was properly disinfected. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional leak testing a leak was found originating from a crack in the welding seam. The reported condition was verified. During production, a 100% control is performed for the tightness of the welding seam. The review of the welding parameters show that they are within the specification. This is an indication that the failure occurred during or after the sterilization process. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.